Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest confirmed blood glucose of 338 mg/dl while using the ilet system with a g7 sensor, following a supply change and a period without cgm readings due to a sensor failure; the patient reported no meals, proper infusion set placement in the abdomen with no visible kinks or leakage, and the cause of the high remained unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.